Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that root cause for the reported failure was an electrically leaky filter, designator fl4.

Event description:
It was reported that the device would not operate on battery power during pt use. The customer had another device available and the pt care was not affected.